Event description:
It was reported that the user experienced hyperglycemia with a highest documented blood glucose of 313 mg/dl while using the ilet system; there were no infusion set leaks, no delivery-stopping alarms, and the device alerted for high glucose. Symptoms included none reported. Outcomes included user-performed correction with a subcutaneous insulin pen per physician¿s instructions and disconnection from the pump for at least two hours; no outside assistance and no medical intervention were required. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction or alarm condition, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear and unrelated to a confirmed device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.